Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03424. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent explanation/revision on (B)(6) 2011 during which the patient underwent perineal portion of proctectomy with coloanal pull through. The patient underwent explanation/revision on (B)(6) 2012 during which the patient underwent removal of vaginal mesh and revision of coloanal anastomosis [lithotomy].

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain and vomiting. It was also reported that patient underwent colonoscopy per stoma with snare polypectomy and colonoscopy per anus on (B)(6) 2014 by dr. (B)(6) at (B)(6) and had repeat operation in (B)(6) 2012 for exposed residual vaginal mesh with possible rectovaginal fistula with dr. (B)(6) underwent excision of the residual mesh in the vagina.

Event description:
It was reported that following insertion the patient experienced abdominal pain and vomiting. It was also reported that patient underwent colonoscopy per stoma with snare polypectomy and colonoscopy per anus on (B)(6) 2014 by dr. (B)(6) at (B)(6) and had repeat operation in (B)(6) 2012 for exposed residual vaginal mesh with possible rectovaginal fistula with dr. (B)(6) underwent excision of the residual mesh in the vagina.

Manufacturer narrative:
It was reported that patient had mesh removal due to exposure on (B)(6) 2011 with concurrent appendectomy an on (B)(6) 2012 . (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.